Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to the patient experiencing recurrent skin flap infections at the implant site. The patient ws reimplanted with another cochlear device during the same surgery.

Event description:
The explant was secondary to wound dehiscence.

Manufacturer narrative:
The explant was secondary to wound dehiscence and extrusion of the implant. This report is submitted on july 24, 2020.